Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a diagnostic laparoscopy, two different ls1037s (see MFR report 1717344-2011-00143 for other device) locked on tissue and had to be cut out off tissue to be removed and then the tissue was cauterized. There was no pt injury.